Event description:
It was reported that an ilet user experienced a pairing failure with a freestyle libre 3 plus sensor and then applied a new sensor that initially would not scan, after which the agent guided a rescan and confirmed the sensor was paired to the ilet with instructions to wait for readings and, if unavailable, to contact the manufacturer¿s support line for ilet users. Symptoms included none reported. Outcomes included temporary interruption of automated dosing and lack of cgm data display. Investigation included technical troubleshooting and user education by customer support. Investigation of this case revealed that the cgm pairing failure was resolved by rescanning, with pairing subsequently confirmed. It was concluded that the device functioned as intended following successful rescan, and that continued monitoring with manufacturer support was appropriate.